Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "swelling, inflammation and a collection of pus, and trauma that moved the filler into a capillary" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: warnings: "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Precautions: "patients who experience skin injury near the site of juvéderm voluma® xc implantation may be at a higher risk for adverse events." Adverse events: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. "Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness." "Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%)." Post-market surveillance: "juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009." "As of (B)(6) 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities." "Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Healthcare professional reported after injection in the cheeks with 2 syringes of juvederm voluma xc, the patient experienced swelling, inflammation and a collection of pus at the injection site on the left cheek only, two weeks later. The patient had an accident at home and hit their face in the exact same spot as the injection site on the left cheek, an unspecified amount of time after the injection, and the injector thinks that the trauma caused to the patient's face could have moved the filler into a capillary and caused the inflammation and collection of pus, but cannot confirm it. The pus was drained and antibiotics were provided as treatment; at the most recent follow up appointment, the swelling and inflammation have decreased and the injector has recommended that the patient see a plastic surgeon. An update from the injecting healthcare professional indicated that the patient is also experiencing all the same symptoms on the right cheek as well. Ten days after injection, the patient was treated with hyaluronidase on the left side cheek; 13 days after the first hyaluronidase injection, the patient was injected again, but in the right cheek. At last report, symptoms were described as "less severe."

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conform.

Event description:
Healthcare professional reported after injection in the cheeks with 2 syringes of juvederm voluma xc, the patient experienced swelling, inflammation and a collection of pus at the injection site on the left cheek only, two weeks later. The patient had an accident at home and hit their face in the exact same spot as the injection site on the left cheek, an unspecified amount of time after the injection, and the injector thinks that the trauma caused to the patient's face could have moved the filler into a capillary and caused the inflammation and collection of pus, but cannot confirm it. The pus was drained and antibiotics were provided as treatment; at the most recent follow up appointment, the swelling and inflammation have decreased and the injector has recommended that the patient see a plastic surgeon. An update from the injecting healthcare professional indicated that the patient is also experiencing all the same symptoms on the right cheek as well. Ten days after injection, the patient was treated with hyaluronidase on the left side cheek; 13 days after the first hyaluronidase injection, the patient was injected again, but in the right cheek. At last report, symptoms were described as "less severe."